Event description:
Ous MDR - a home monitoring alert was sent noting this device was in back-up mode. The patient was brought in, all previous device settings were reprogrammed and routine device testing was performed with everything testing normal. No new alerts have been sent since, so the decision was for the physician to follow up with the patient. No adverse patient side effects were reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.